Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm13.2; -11.00/2/109 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022 the patient experienced excessive vaulting and it was noted "iris tinted". Intraoperatively the surgeon removed and replaced the lens with a shorter length lens and this resolved the problem. The cause of the event was reported as a patient related factor and indicated "the lens was too vaulted as he was adjusting to it at that time he chose to go a smaller size and that one fit well."

Manufacturer narrative:
(B)(4).